Event description:
While performing sterile PICC re-dress of l arm PICC, noted leaking of lipids from area where PICC catheter meets hub. Attempted to pull blood from PICC and air noted in line. Noticed a crack in catheter at hub connection. Removed PICC. Catheter tip intact. Infant tolerated well, no patient harm. Manufacturer response for PICC, nutriline 2fr PICC line (per site reporter): waiting for information to return product.